Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'disk boot failure' message. As a result, an alternate device was employed. There was no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the user facility's biomedical engineer, the coin cell battery was replaced but the issue remained.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) printed circuit (pc) board assembly, pc bus interface cable assembly, and the hard drive assembly, to lab use only (luo) testing equipment one at a time. Each component was evaluated independently, and the pst did not observe any functional issues. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b5, h3 and h6 corrected block: d9 the field service representative (fsr) performed troubleshooting on the central control monitor (ccm) and replaced the coin cell battery, hard drive, atx board, and peripheral component interconnect (pci) cable but the issue did not resolve. The user facility declined any further evaluation or repairs as the unit would no longer be used.

Event description:
Additional information was received that the surgical procedure was completed successfully and there was no delay.